Event description:
The pt received two leads with the same lot number. It was reported the pt only had stimulation on one side of her body; one lead was providing invalid impedances. The sjm rep reprogrammed the pt, but was unable to restore the stimulation. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.